Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was replaced and the ps1 power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to fluoro after the button was released during a case. No pt injury was reported.